Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead triggered a lead warning due to low impedance. Follow up information from the clinic provided that the lead later had normal impedance trends. The lead remains in use. No patient complications have been reported as a result of this event.